Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced sustained hyperglycemia with cgm readings trending upward above 180 mg/dl for several hours and reaching a reported maximum of approximately 320 mg/dl, despite initial checks that showed no visible leakage and performance of a tubing fill; subsequent site removal revealed insulin on the skin surface, indicating infusion leakage and prompting an infusion set, tubing, and site change with continued therapy. Symptoms included elevated blood glucose. Outcomes included no reported loss of consciousness, diabetic ketoacidosis, hospitalization, or professional medical intervention, and blood glucose began trending down after corrective actions. Investigation included remote troubleshooting, system and site inspection, and guided replacement of the infusion set and associated components. Investigation of this case revealed an infusion delivery issue consistent with leakage at the infusion site or connector, which is compatible with impaired insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to multiple potential contributors, including site integrity and absorption variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.